Event description:
Reporter alleged the customer obtained discrepant blood glucose values of hi (greater than 600 mg/dl), lo (less than 10 mg/dl), and 111 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated that the next day, the customer obtained discrepant back to back blood glucose values of hi (greater than 600 mg/dl), lo (less than 10 mg/dl), and 114 mg/dl within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.